Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Original awareness date is (B)(4) 2011. Placeholder.

Event description:
This is report 1 of 1 for this complaint (B)(4).

Event description:
It was reported that on the matrix distractor rack, the wing nut broke and fell apart. This was discovered prior to a procedure. There was no patient involvement.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. A review of the device history records was performed and no complaint related issues were found. The product development evaluation revealed that the screw that retains the winged knob is broken and the knob is no longer attached to the distractor. Per the design evaluation documented in a previous complaint: the retaining screw which was sheared off is intended to retain the winged knob to the assembly and does not carry significant load during use. The screw is for retention only. The design does not allow distraction loads to be carried by the screw. (B)(4). This complaint is identical to the previous one and hence is invalid from a design perspective.